Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
New (B)(6) record created in order to update (B)(6) (legal system) complaint number (B)(4). Reason for original complaint - legal claim alleges the patient was revised to address failure of the hip implant. Doi: unk - dor: (B)(6) 2010. Update 05/26/2011 - litigation papers received. Papers allege that patient was revised to address pain emanating from the acetabular area. Doctor noted that there was absence of bone posteriorly. The implant had become loose and generated excessive metal debris in patient's body. Additionally, litigation papers allege that doi was (B)(6) 2007 and dor was (B)(6) 2010. Update - 05/07/2012 - pfs document received; note: the date of implant in the complaint is (B)(6) 2007. The date of implant in the pfs document is (B)(6) 2007. Since it cannot be determined at this time which dates are correct, the original information will be retained until/unless additional information becomes available to indicate otherwise. There is no new additional information that would affect the investigation. Update 09/02/2015 medical records received. After review of the medical records for MDR reportability, the patient was reimplanted(stage 2) after an infection on (B)(6) 2010. The dor is now unknown. An unknown stem and taper sleeve are being added for the infection. The complaint was updated on: 10/02/2015.